Manufacturer narrative:
(B)(4). D10: item# 856207006; lot# 062350 g2: foreign - event occurred in japan customer has indicated that the product is in process of being returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted. If any further information which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported that during a procedure, the screw head fractured during cortical screw insertion. The screw tip remained temporarily embedded in the bone, but was successfully extracted using a fracture removal tool. Subsequently, the surgery was completed with another screw. No patient consequences were reported as a result of the event. Attempts have been made and no further information has been provided.